Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced a purge disc not detected alarm, which was resolved by changing the console. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The issue with properly detecting the purge pressure disc was reproduced, and blue housing for purge pressure sensor was confirmed to be damaged. The root cause of the purge disc detection issue was the broken blue housing. This report is being filed as part of a retrospective review of historical records.